Manufacturer narrative:
A review of the manufacturing records for the devices have been conducted. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Please note attached list of additional devices implanted in patient: pxc201400. Pxa260300, pxc141200.

Event description:
In 2006, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On the following month, a reintervention occurred and two aortic extender components and an iliac extender component were used in the procedure. The patient expired in 2007.